Event description:
It was reported that there was an issue with the pump's time settings, which were incorrect and differed by more than five minutes from the actual time. This discrepancy did not result in blood glucose levels falling above 500 mg/dl or below 54 mg/dl, indicating minimal risk. Customer was assisted in updating the pump time and was advised to monitor the situation, with instructions to follow up if the issue persisted.